Event description:
A customer observed quality controls results associated with the wrong sample demographics on the vitros 950 analyzer. No erroneous results were reported. Mis-association of sample demographics and results may lead to inappropriate physician action if the event were to occur with patient samples. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation of this event confirmed that a mismatched sample ID / patient demographics and sample results occurred affecting a single quality control sample. Patient sample results were not affected by this event. The investigation determined that the sample supply was misaligned by one position. The field engineer corrected the alignment and the instrument was returned to expected operation. The root cause of the event is instrument related.